Event description:
Report 1 of 2. On 27 april 2022, a customer complained to ortho care about what was described as a discordant negative antibody identification reactions for 2 patients using 0.8% resolve panel a lot vra403 in conjunction with their ortho workstation. Complainant/complaint reporter: (B)(6) - medical technologist. Dates of events: 22 and 26 april 2022. Reported on: 27 april 2022 by (B)(6) to ortho care help desk. Reagents: 0.8% resolve panel a lot vra403 expiry date 03 may 2022, manufactured on 01 march 2022 mts anti-igg gel card lot and expiry date not provided. Other reagent(s): 0.8% selectogen lot vs427 expiry 03 may 2022, manufactured on 01 march 2022. Patients¿ information: newly identified with anti-e(rh3) antibodies. The customer reported that on 22 april 2022, they had tested a first patient sample for antibody identification in indirect antiglobulin test (iat) using 0.8% selectogen and mts anti-igg gel card with their ortho workstation and that they obtained a positive reaction (2+ reaction strength) with cell 2 and a negative reaction with cell 1 of the red cell reagent. The customer reported that on the same day, they had tested this patient sample for antibody identification in indirect antiglobulin test (iat) using 0.8% resolve panel a and mts anti-igg gel card in manual method and that they obtained a negative reaction with cell 3 (positive and homozygous for e(rh3) antigen) and a positive reaction (1+ reaction strength) with cell 6 (positive and heterozygous for e(rh3) antigen). The customer reported that they had tested this patient sample for antibody identification in indirect antiglobulin test (iat) using peg in tube method and they confirmed the presence of an anti-e(rh3) antibody. No further detail was provided. The customer reported that on 26 april 2022, they had tested a second patient sample for antibody identification in indirect antiglobulin test (iat) using 0.8% selectogen and mts anti-igg gel card with their ortho workstation and that they obtained a positive reaction (2+ reaction strength) with cell 2 and a negative reaction with cell 1 of the red cell reagent. The customer reported that on the same day, they had tested this patient sample for antibody identification in indirect antiglobulin test (iat) using 0.8% resolve panel a and mts anti-igg gel card in manual method and that they obtained a negative reaction with cell 3 (positive and homozygous for e(rh3) antigen) and a positive reaction (1+ reaction strength) with cell 6 (positive and heterozygous for e(rh3) antigen). The customer reported that they had tested this patient sample for antibody identification in indirect antiglobulin test (iat) using peg in tube method and they confirmed the presence of an anti-e(rh3) antibody. No further detail was provided. The customer reported that on 19 april 2022, they had tested a third patient sample (containing an anti-e(rh3) antibody) for antibody identification in indirect antiglobulin test (iat) using 0.8% resolve panel a in manual method and that they obtained a weaker than expected reaction with cell 3 (positive and homozygous for e(rh3) antigen). No further detail was provided. The customer reported that on 28 april 2022, they had tested a fourth patient sample (containing an anti-e(rh3) antibody) for antibody identification in indirect antiglobulin test (iat) using 0.8% resolve panel a in manual method and that they obtained the expected reaction with cell 3 (positive and homozygous for e(rh3) antigen). No further detail was provided. The customer reported that no biased results were reported to physicians. The customer reported that the patients had not been harmed as a result of the reported events.

Manufacturer narrative:
Mxp#2436946. Qerts#507577. Email address for contact office above is: (B)(6). Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Discordant negative antibody identification reactions for 2 patients having an anti-e(rh3) antibody. The assignable cause could not be determined. No general product failure is identified. No biased results were reported to physicians. The patients were not harmed.